Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the shaft catheter was fractured in a blood vessel. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR. : fg quantum maverick, mr 3.75mm x 15mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a shaft break 64.2cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, the shaft catheter was fractured in a blood vessel. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6)